Event description:
A nurse reported that when an intraocular lens (iol) came out of the injector, it had jagged edges. The incision was enlarged to remove the lens and a different lens was placed during the same procedure. F/u info was received from the nurse, who reported that the jagged edge cut the anterior capsule upon removal. The event continues due to "persistant edema". Further info was received from the nurse that the pt's vision has improved to 20/40, the pt now wears glasses, and she continues to have peripheral edema which the surgeon does not think will resolve.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed for the monarch lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Results from the product history record review indicated associated lens met release criteria. Root cause: the product was not returned and not enough info was provided from the account to properly complete an investigation. No root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested 04/14/2011, 04/22/2011 and 06/17/2011 by fax, mail and phone. Additional info was received 06/17/2011 by phone. A completed questionnaire was received 06/06/2011. (B)(4).